Manufacturer narrative:
Additional information is being sought from a local representative for the model and serial number. This report will be updated once additional information is obtained.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture. X-rays are expected to be completed to evaluate system placement. This lead is expected to be revised at a future date, however currently remains in service. No adverse patient effects were reported.